Manufacturer narrative:
The customer reported that the toothbrush caught fire while it was charging. This is a known issue which has been addressed by philips oral health care and a design change has been implemented. The device was returned and the root cause has been addressed and executed through design change. Therefore this device will not be evaluated.

Event description:
The customer reported that the toothbrush caught fire while it was charging. This is a known issue which has been addressed by philips oral health care and a design change has been implemented. The device was returned and the root cause has been addressed and executed through design change. Therefore this device will not be evaluated.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
The consumer alleged that the toothbrush exploded causing damage to their sink. There was no report of harm or injury. There was report of property damage.